Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9239030. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked blood on (B)(4) occasions during use. The following information was provided by the initial reporter: when the head nurse gave the patient abdominal enhanced CT, the heparin cap end of the indwelling needle suddenly broke during the injection of contrast medium, and the injection pressure was 3ml/s. Because the nurse could not enter the CT room for management, the patient's blood flowed out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked blood on 5 occasions during use. The following information was provided by the initial reporter: when the head nurse gave the patient abdominal enhanced CT, the heparin cap end of the indwelling needle suddenly broke during the injection of contrast medium, and the injection pressure was 3ml/s. Because the nurse could not enter the CT room for management, the patient's blood flowed out.